Event description:
Caller states that the inform meter has a blackened fourth connector pin. Meter also shows errors and makes a "clicking sound" when docked in the base. No signs of electrical short with the base. Firmware version is 3.2.9. No adverse event reported. Requested return of suspect device and replacement was sent.